Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had no delivery alarm. Customer stated that the issue recurred for several times with different set. The customer stated that they changed the location of insertion and size of set but the issue persisted. Also the costumer stated that they had changed whole set already. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The device will be returned for analysis.